Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a proglide after a carotid interventional procedure using a 6f sheath. Reportedly, when removing the plunger it was noted that the suture broke. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The suture material separation was confirmed as a link separation. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The cause of the reported difficulty and the subsequent treatment are due to the circumstances of the procedure. In this case, it is likely, the separation is related to an interaction of the device with the suture pulled until it breaks, or tensioning angle is not being coaxial. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4: lot number changed from 2101141 to 0112541.